Event description:
Boston scientific crm received the journal review article titled "is the use of an additional pace/sense lead the optimal strategy for the avoidance of lead extraction in defibrillation lead failure? A single centre experience," conducted by scott pa, chungh a, zeb m, yue am, roberts pr, morgan jm. This journal article indicated out of the 45 pts that were included in this study, that there were five deaths, two cases of device associated infections and one case of a rising impedance of the high-voltage (hv) circuit. This was a retrospective (B) (6) study conducted to assess the safety regarding implantation of an additional pace-sense (p/s) lead in the management of an isolated pace-sense problem in a defibrillation (hv-p/s) lead. It is unk at this time if our bsc products were involved with the adverse events. Additional info was sent to the contact person from this study, and this report will be updated as soon as additional info is received. There were no other adverse pt effects reported.

Manufacturer narrative:
It is unk whether these bsc products were returned, or will be returned, to bsc for laboratory analysis. At this time, there is no additional info. Should additional info become available, this report will be updated.